Event description:
It was reported that the left ventricular lead exhibited 3467 ohms impedance and loss of capture at high output. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.